Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the infusion device was defective.

Manufacturer narrative:
H10: although the device was not returned to the manufacturer, the complaint was confirmed by examining photographic evidence of the suspect device.